Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The reported malfunction could not be confirmed since no product was provided for evaluation, however, there are manufacturing controls related to the reported malfunction.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, this flotrac sensor provided inaccurate values. On the hemosphere monitor the systolic pressure was 140mmhg and on the draegar bedside monitor the value was 190mmhg. All other parameters were the same. There was no error message displayed. The flotrac was zeroed several times and the px1800 cable was replaced but the issue remained. In addition, all cables were connected properly. The patient was treated appropriately and there was no patient injury.